Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 30-40 mg/dl, cause was unknown. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets to treat low bg. A pump data log was performed, and tandem technical support determined that the pump was delivering and terminating insulin deliveries as intended, however, the customer did not acknowledge and maintained allegation. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.